Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a small-bore sheath hole prior to a closure procedure. Reportedly, with the prostyle device, a suture break occurred. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath, and the closure procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated d4: a partial UDI was provided as the lot number is not known.